Event description:
Information received by medtronic indicated that the insulin pump had crack on the button and at the back of it where the clip goes all the way down to the corner of the battery compartment. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged pump has cosmetic damage (cracked backside of pump). Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: retainer knit line damage, cracked case on corner of belt clip rails, cracked keypad overlay, and cracked case above arrow and battery icon. In summary, customer allegation for cosmetic damage (cracked backside of pump) was confirmed during visual inspection where cracked case on corner of belt clip rails was noted. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.